Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent dislodged inside the patient. The target lesion was located in a coronary artery. A 3.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and during removal, the stent sheared off in the left main. A 4.0x12mm non-bsc stent was used to crush the detached stent to the vessel wall. No patient complications were reported and the patient's status was good.